Event description:
It was reported that the universal modular electric/battery double trigger handpiece would stop at times and the reverse trigger did not change the rotation of the attachment when activated. Additional clinical follow up indicated that surgery was extended by 6-10 minutes. There was no report of pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.